Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product was available to be returned.

Event description:
On (B)(6) 2013, the patient stated that his infusion device had repeatedly displayed e6 (mechanical error) when the insulin level inside the cartridge reaches 150 units of insulin. He stated that the piston rod does make a grinding noise, but only when being retracted. The patient stated that on (B)(6) 2013 his insulin cartridge leaked into the cartridge compartment of the device while the device was in use. The patient refills the insulin cartridges; he has been advised against doing this. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was discarded. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. No product was returned.